Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was working on rehabilitation and had success with getting up and walking until (B)(6) 2015. On (B)(6) 2015 the patient experienced an increase in dyspnea which coincided with an increase in lactate dehydrogenase (ldh) up to 669 u/l, increase in d-dimers up to 10 mg/l, and gradual increase in free hemoglobin up to 111 mg/l. The pump power also increased up to 7 to 8 watts, providing measurements of very high estimated flows at that time. At that point, the pump speed was set at 8400 rpm which was kept lower due to suboptimal rv function. Due to the patient's poor echocardiogram window, a right heart catheterization (rv catheter-guided ramp test) with increasing pump speeds revealed no relevant changes in wedge pressure or cardiac output. Device thrombosis was suspected. The patient was started on unfractionated heparin (ufh) on (B)(6) 2015. Until then it was reported that the patient was on a full dose of low-molecular-weight heparin (lmwh) and aspirin due to some bleeding around the sternal wound and a pericardial effusion, but was constantly within therapeutic range, according to anti-xa activity around 1 u/ml. The patient was reported as hemodynamically stable with a mean blood pressure of approximately 65-70 mmhg the entire time including a central venous pressure (cvp) of 14 to 16 mmhg. After the patient was started on lmwh for two days, the patient's lab values began to improve: lactate dehydrogenase of 686 u/l, free hemoglobin 83 g/dl, d-dimers up to 6 mg/l, and nearly normal bilirubin. After the pump speed was gradually increased over a couple of days up to 9400 rpm, it led to multiple pulsatility index (pi) events. At this time the pump speed was decreased gradually to a speed of 8600 rpm; however, high pump power of around 7 watts was noted. The patient's clinical condition remained unchanged with no significant changes to recent labs. The patient's ldh again was increasing a bit higher, but the d-dimers and free hemoglobin were reported as declining. The patient is still on ufh with suspected ongoing device thrombosis. A heart transplant workup was initiated in case the patient's lab values do not improve. On approximately 07/15/2015, additional lab values were received: erythrocyte of 3.29 x10^12/l, hemoglobin of 98 g/l, hematocrit of 0.294l/l, d-dimer of 6.68 mg/l, krea of 62 umol/l, ldh of 898 u/l, glomerular filtration-modification of diet in renal disease (gf-mdrd) of 115.6ml/min/1, 73m2, and free hemoglobin of 82 mg/l.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The patient reportedly declined a pump exchange and ultimately expired on (B)(6) 2015 due to multi system organ failure. Based on thoratec's past experience and similar reported events, increases in ldh, as well as transient power elevations, and low pi can be indicative of device thrombosis. However, a full examination of heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not be conducted because the device was not explanted. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii lvas. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient reportedly declined a pump exchange and ultimately expired on (B)(6) 2015 due to multi system organ failure. The device was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 31 days. The event occurred at (B)(6). The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.